Manufacturer narrative:
The sample is a lithium heparin plasma that was centrifuged for 10 minutes at 3000 g. The customer indicated that the sample appearance is cloudy. Qc was within the established ranges. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results within the risk stratification range generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing produced a result within the normal reference range. There was no report of death, injury, or change to patient treatment associated with this event.